Event description:
During the leadless pacemaker (lp) system implant procedure, the right ventricular (rv) lp was fixated in the septal region. Following fixation capture threshold was lost. While considering a repositioning the patient blood pressure decreased. An echocardiogram revealed a perforation and tamponade. Pericardiocentesis was performed. Emergency surgical intervention was performed and double patches were applies to attempt to resolve the tamponade. The patient was admitted to intensive care and continues to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.